Event description:
It was reported the physician implanted a gore helex septal occluder to close an atrial septal defect. While coming out of the anesthesia, the pt vomited. Shortly after, the physician discovered that the occluder had embolized to the pulmonary artery. The device was removed and the defect was closed surgically.

Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications. The engineering investigation was mistakenly added to this report. The device was discarded at the hospital.